Event description:
It was reported to olympus, that the evis lucera elite bronchovideoscope had a pinhole in the forceps channel. Inspection and testing of the returned device found that the forceps channel was shaved. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that water tightness was lose due to a pinhole in the channel tube. It was also noted that there was no electrical continuity due to damage on the distal end. The adhesive on the bending section rubber had a chip and there were scratches noted throughout the device. The connecting tube coating was peeling. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: the issue likely occurred due to stress of repeated use, external factors, or handling of the device however, a definitive root cause could not be identified this issue is addressed in the instructions for use (IFU): the warning for the subject event is described in the operation manual ¿chapter 4 operation, section 4.3 using endotherapy accessories¿ as below. [Warning]: when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Insert or withdraw the endotherapy accessory slowly and straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. Olympus will continue to monitor the field performance of this device.